Manufacturer narrative:
Corrected information is provided in sections b.2 and h.11. The initial decision to report was incorrect resulting in the initial report being submitted in error as the event of an ophthalmic system turned off on its own with system messages indicating red stop sign is not considered to be a reportable malfunction and its is not likely that a recurrence would result in serious injury no further reports will be scheduled under 2028159-2024-00512. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery an ophthalmic system exhibited error messages and turned off twice on its own. Also, footswitch cable was damaged. There were patient complications but patient impact have not been provided. Additional information has been requested but none received till date. This complaint is pertaining the two of two reports received from the initial reporter.